Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000967, serial/lot #: -, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were doing 2d long film and there images when they got stitched they were getting thick bars and they were not lining up. There was no patient present. The reported issue was due to the site operating the system and not being familiar with the unit and not performing the required cal ibration. Once the normal personal at the site returned from time off they completed the calibration and performed cases without any issues.